Event description:
Healthcare professional reported left side "small amount of liquid storage", slight redness, and pruritic. Patient was treated with topical steroid injection patient additionally reported a recurrence of breast cancer with multiple lymph node metastasis, lung metastasis, and liver metastasis, which is deemed not related to the device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b7,d6a,h6.

Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 19/oct/2015 and 23/oct/2017. A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported left side "small amount of liquid storage", slight redness, and pruritic. Patient has a recurrence of breast cancer with multiple lymph node metastasis, lung metastasis, and liver metastasis, which is deemed not related to the device. The device remains implanted.